Manufacturer narrative:
The company representative examined the system, confirmed system message "lamp over temperature", and cleaned the ducts and air filter. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported that the light source turned off twice during surgery. The equipment was replaced in order to continue the surgery. There was a delay of approx five to 10 mins, and the surgery was completed with no harm to the pt.